Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition, but no asystole greater than 2 seconds. Testing was performed and the noise was reproduced with isometrics. At this time, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.